Event description:
It was reported that during setup at the user facility the collar and blade mount of the device disassembled. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device.